Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the tsb35 worked fine during the procedure. It was reported a week later the pt was reoperated on because of staple line bleeding and also had a blood transfusion. 12/4/97 the surgeon: this pt had surgery to remove her left ovary, she also had rokitansky kuster-hauser syndrome. The instrument fired as it was designed. There were no problems with the instrument during the procedure and no bleeding during the procedure. Nine days later, the pt felt something tear in her side and she was re-operated for internal bleeding and there was an artery pumping within the staple line. The doctor is very concerned and upset because he had had other problems with co's staplers. The instrument is not available for evaluation. The staples were visible to him and he stated that they were all formed appropriately.